Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/26/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-12990n needle tip broke after 2¿3 injections. It is reported that the broken fragment remains inside the patient. Additional information has been requested to the representative. This occurred during use in a case with no patient effect.

Manufacturer narrative:
One unpackaged ar-12990n scorpion¿ needle, knee, batch 15416274, was received for evaluation. During the visual inspection, it was found that the needle tip was broken off at the tip (suture notch). The needle thickness was measured according to drawing c24623 at revision 0. Specifications: 0.0095 ± 0.0005 inches. Result: 0.0093 inches. A functional test was not performed due to the device damage. The most likely cause of the reported failure is user error, including striking bone or using excessive force to pass the needle through fibrous/calcific tissue. The scorpion needle dfu-0392 states in its warnings section: to help avoid needle breakage and potential patient injury: avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. The complaint allegation was confirmed. Refer to the investigation pictures.